Event description:
It was reported that the radio frequency (rf) head was unable to interrogate an implanted heart device. Another programmer and head were readily available to perform the interrogation. The head was returned for service. No patient complications were reported as a result of this event.

Event description:
It was reported that the radio frequency (rf) head was unable to interrogate an implanted heart device. Another programmer and head were readily available to perform the interrogation. The head was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the cable was out of specification.